Event description:
It was reported to philips that the ECG panel was damaged. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.